Manufacturer narrative:
The device was requested for eval but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is an adverse reaction of the pt to the material(s). Pt compliance with product instructions for use was requested but not confirmed. The dfu indicates the device is intended for use during the first 48 hours post-op and cautions to not allow the dressing to get wet during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is received and additional relevant info is obtained, a follow up report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction to the dressing. The pt had the dressing applied following a shoulder surgery in 2009. She presented six days later, with a skin reaction. Follow-up with the reporter on 04/03/2009 provided info that the pt had a localized red rash with blistering, but no drainage. The reaction was noted to be in the area of the foam pads when the surgeon removed the dressing six days after the original date. The pt did not mention whether or not she had gotten the dressing wet during use. The surgeon immediately referred the pt to a dermatologist. She was diagnosed with contact dermatitis and treated with a steroid cream. Her symptoms are currently much improved. The pt has a history of medication allergies and dermatological problems. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is use for treatment.